Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a low ventricular rate that was recorded in office during a sensing test and the device feature which tracks fluid index and intrathoracic impedance changes had missing data. It was noted that the right ventricular (rv) lead impedance trend suggest a persistent gradual impedance increase. The device and lead remain in use. No patient complications have been reported as a result of this event.